Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
The thermogard console sn (B)(4) displayed a mid: 06 (post flash) error message during power-on-self-test. The user rebooted the console several times but was unable to clear the error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The thermogard console (sn (B)(6)) was evaluated at the customer site. The reported complaint of the thermogard console displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review but not during functional testing. The possible cause for the reported complaint was due to the defective cable connector between the heater and the pic-16 board, which could have caused the thermogard console to display an intermittent tcmid:06 error. Upon visual inspection, no physical damage was observed. During further inspection noted a slightly burned cable connector between the heater and the pic-16 board as a result of poor wire connection. The cable connector was replaced as it may have had some intermittent connection issues that could not be directly identified during the functional testing. The thermogard xp ivtm system passed the functional testing without any error. The customer reported tcmid:06 error message was not reproduced during the self-test. The event log review showed the occurrence of multiple tcmid:06 error messages on the reported event date, thus confirming the customer complaint. Following service, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(6).

Event description:
The thermogard console (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message during power-on-self-test. The user rebooted the console several times but was unable to clear the error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.